Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-06924 was provided in sections b2, b5, h1, and h6. Note: corrected information provided in h6 is an addition to previous coding.

Event description:
Survival outcome at explant noted the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Event description:
The user facility reported a 63-year-old female patient with anterior wall st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that while the patient was in ICU blood was noted to be leaking from the red impella plug. The physician decided to wait and see how hemoglobin reacted to bleeding and would remove the pump in the morning. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the product damage (hole in catheter) issue has been completed since the original report was filed. The cause of the hole in the catheter could not be determined because product was not returned.